Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the  bd nexiva¿ closed IV catheter single-port system had a kink near the hub at the end of the extension set prior to use. When started, blood leaked out where the initial kink was. Found during use. Expsure to blood/ bodily fluid was reported however, no reports of medical intervention or serious injury was noted.

Manufacturer narrative:
Investigation summary: DHR review: a review of the DHR could not be performed as no batch information was provided. Qn database review: a review of the qn database could not be performed as no batch information was provided. Sample analysis: examination of the returned device revealed kinked extension tubing at the catheter adapter port. This is consistent with the customer's verbatim description of the device being broken next to the wing. The customer's experience was confirmed. Investigation conclusion: this defect occurs during the manufacturing process on zone 7 at the adhesive dispense station if the luer adapter is misaligned during the insertion of the extension tube. Current process controls include leak testing after zone 9 at regular intervals, as well as a 100% inspection system for tubing seat depth. Project s17-044 redesigned the adhesive dispense stations on both zone 7 and zone 8, allowing for more control of the extension tube during the insertion process into the adapter. This increased control is expected to reduce this defect. Note: it is unknown when this nexiva unit was built in respect to the implementation, as a batch/lot number was not provided for this incident.